Event description:
Customer service inquiries contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient passed way. The patient's son found him in the kitchen. Emergency services were called; however, no life resuscitating attempts were performed as the police determined the patient to be dead upon arrival. The patient's doctor determined the death to be due to cardiac pulmonary arrest and multiple type 1 diabetes complications. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). There was no malfunction alleged against the device. The device was not returned for evaluation. The cause of death was determined to be cardiopulmonary arrest and multiple complications from type 1 diabetes. It should be noted that diabetes mellitus is a known cause of death. However, a definitive root cause for the reported event cannot be determined.